Event description:
It was reported the ipg was shutting off without prompting, and the pt would use the programmer to turn the ipg back on. The ipg had been recharged, so the pt reported it was not due to low battery. The sjm rep met with the pt and the impedances were within normal limits. The pt reported the system would shut down by itself once a day. The physician explanted the peripheral scs system (off-label use). It was reported a new spinal system was implanted and the pt received effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.